Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. Device evaluated by MFR.: the device was returned for analysis. A visual and tactile examination identified no issues with the shaft of the device. The stent was partially deployed by approximately 5mm and noted to be damaged.

Event description:
Reportable based on device analysis completed on 10may2024. It was reported that crossing difficulties occurred. Vascular access was obtained via right femoral artery. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left internal carotid artery. A non-boston scientific guidewire and vascular sheath were placed. The sheath was sent into the target site bifurcation opening for support, and then a filterwire was deployed. After deployment, the pre-dilation was performed using a 5x30 balloon catheter. A 10.0-24 carotid wallstent was prepared and advanced, but due to the lesion's characteristics the stent could not cross the lesion. The device was then replaced, and the procedure was completed. No complications were reported, and the patient was stable however, returned device analysis revealed stent damaged and partially deployed. A visual and tactile examination identified no issues with the shaft of the device. The stent was partially deployed by approximately 5mm and noted to be damaged.